Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was out of position and there was air leakage at the handpiece neck. The neckpiece, retaining ring, and spring seal were replaced and the control bar was adjusted correctly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the loaner was returned for a corrective repair. There was no patient involvement. During product evaluation, it was found that the device was leaking air. Due diligence is complete and there is no additional information available.